Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Welch allyn factory service confirmed the allegation and replaced the defective hard-disk drive, reloaded acuity software and returned the cpu to the customer. Method: (remote troubleshooting).

Event description:
Customer reported that their acuity cpu was locked up. Mouse was moving on the screen, but left and right buttons would not do anything and the waveforms were no longer moving. The customer manually rebooted the cpu and received the following message, "backup your data - hard drive failure is imminent. Press f1 to continue." This lock-up event resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.